Event description:
It was reported that, "the pt felt that the implant came loose. The surgeon put him to sleep in the hospital to try and put it back into place. This procedure didn't work. On (B)(6) 2011, (B)(6) fell and had to be taken to the hospital by ambulance. They performed the revision surgery on (B)(6) 2011."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.